Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that after a bolus was delivered the pump was programmed for a duration of a "few hours" and the infusion was complete in "30 minutes". No report of patient harm.